Event description:
It was reported to philips that the pacing test failed. There was no patient involvement.

Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and found that the device might need a therapy capacitor or therapy pca. The rse provided a quote for parts to the customer. Upon conclusion of the evaluation, it was determined that the device might need a therapy capacitor or therapy pca replacement for which a quote was provided. The customer did not respond to the quote. No information is available as to whether the problem was resolved because the customer did not respond. The device remains at the customer site and no further evaluation is required at this time.